Event description:
It was reported that t:slim x2 pump battery would not charge and pump showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, tried charging for extended period, and issue was resolved when charging was repeated with tandem wall adapter and charging cable, with no further information provided regarding additional actions by technical support.